Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca experienced foreign matter on device cannula/in fluid path and was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320555 batch no: 9226290 verbatim: consumer reported - consumer is unable to attach the pen onto the pen without bending non patient end needle consumer reported not being able to complete his injections with this box of pen needles for over week. Consumer reported while I was explaining the attachment of the pen needle to the pen he stuck himself with the non patient needle. Consumer reported what looks like black flecks of ink on the patient end needle from this box. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca experienced foreign matter on device cannula/in fluid path and was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320555 batch no: 9226290. Verbatim: consumer reported: consumer is unable to attach the pen onto the pen without bending non patient end needle. Consumer reported not being able to complete his injections with this box of pen needles for over week. Consumer reported while I was explaining the attachment of the pen needle to the pen he stuck himself with the non patient needle. Consumer reported what looks like black flecks of ink on the patient end needle from this box. Date of event: (B)(6) 2020.